Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and confirm that the black line marked in its cylindrical part is missing. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. A potential probable cause could be but not limited to a manufacturing deficiency. The contribution of the device to the reported event could be corroborated since the missing black line generated a delay in the surgery. This issue was evaluated through our internal quality process and determined that this is an isolated low risk event. In addition, containment actions were performed for the rest of devices with the same batch number to verify if the rest of the order was lasered correctly. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, the black line marked on the cylindrical part of a lgn ox constrained fem 4 rt was missing. This mark is needed to set rotation of the offset coupler component. The procedure was completed using the same device and with a delay of 30 minutes or less. Patient was not harmed as consequence of this problem.